Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 8 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board set could not be identified. The cause of the faulty patient board set might have been related to the design change of the operational amplifier before countermeasures were implemented or it¿s possibly, due to a connection failure with the video connector. It was confirmed, that the design change of the operational amplifier portion of the dr board (printed circuit board) was implemented on april 16, 2018. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a faulty patient board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center was unable to display image during preparation for use. There was no patient harm or user injury reported due to the event.